Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audio on g6 mobile app occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a no audio on g5 mobile app could not be determined. A probable cause could not be determined.